Event description:
Boston scientific received information that there was concern over the battery longevity on this device. It was noted that the device stated 4 years remaining after being implanted for only 2 years, however the minimum longevity calculation for this model with is 8.4 years. A memory dump will be done to evaluate the device. No adverse patient effects were reported

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information and product return has been requested. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Additional information has been received identifying that this device was explanted due to normal battery depletion. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
This device is expected to be returned, although currently is being retained by the hospital. This investigation will be updated after analysis is complete.

Event description:
--